Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the inside of the patient's battery clips was encased in dirt and debris which was suspected to have created poor connection. The patient also had signs of cable erosion near the connection point. It was said that the patient was having alarms that stated, "low battery" and voltage alarms. Log files were submitted for review and captured odd strings of intermittent low power advisory and power cable disconnect on either black or white power lead on 17may2026 from 08:14 to 16:36. Otherwise, there were no notable alarm conditions or parameter changes seen in log. Follow up log files were submitted for review after the red battery light showed power loss. The event log captured double power cable disconnect/low power hazard 17may2026 at 18:22. Both white and black power cable were disconnected from the power source. The battery clips were exchanged but the alarms did not resolve. The issue resolved once the batteries were exchanged.